Manufacturer narrative:
Upon return and an analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the complete lead was returned. Visual inspection revealed dried blood in the lead lumen. The lead was tested and passed all testing and was electrically continuous. Laboratory analysis could not confirm the reported clinical observations. The lead met specification.

Event description:
Boston scientific received information that this left ventricular lead was explanted due to high out of range pacing impedances. The lead will be returned for analysis. No adverse patient effects were reported following the procedure.